Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, a26 - insufficient information (3190). Correction: imdrf annex e and f codes. Additional information: imdrf annex a code.

Event description:
It was reported that the device had corrosion in multiple iui connectors. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had corrosion in multiple iui connectors. There was no patient involvement.